Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic examination observed traces of dried media present. The needle was fully retracted into the safety (barrel) and the button completely depressed. The spring was missing from the unit. A functional test was performed by pushing out the needle and the resetting the safety activation button. When depressing the activation button, the needle did not retract at all, but remained completely in the out position. It was determined that the unit was missing the spring that disabled the needle from retracting. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6313994. Conclusion: the root cause for this incident has been determined to be a manufacturing deficiency. This (B)(4) has been opened as a result of a short spring issue but has the intent to address the quality controls in place for all spring issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection, the needle of a 18 g x 1.16 in. Bd insyte¿ autoguard¿ bc shielded IV catheter did not retract. No medical interventions were done. There was no injury.